Event description:
It was reported that during testing conducted at the manufacturer facility bare wires were exposed from the cord assembly of the cast cutter. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing conducted at the manufacturer facility bare wires were exposed from the cord assembly of the cast cutter. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a damaged adaptor cord assembly, which is the probable cause of the reported event. The device was repaired and returned to the user facility.